Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no motor movement or negligible movement and retries to free a stuck motor failed. Customer reported that every time she would rewind she received the error and it will ask her again to rewind then the insulin pump switched off. Customer reported o-ring was damaged. Customer stated that the insulin pump wasn't exposed to any magnetic field. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged device error and cosmetic damage located at the retainer ring found on (B)(6) 2022. Missing retainer ring. Unable to perform the displacement test and occlusion test. Device error occurred during rewind test. Device failed rewind test due device error . Unable to perform prime/seating test, basic occlusion test, force sensor test, and occlusion test due to device error . Device failed rewind test due to dried insulin in the motor slide. Successfully downloaded history files and traces using thus. Several device error alarms were found in the history files on 04:33:09.00 to 10:19:54.00. Device sent for download for confirmation in history during testing on november 21, 2022 at 05:24:14.00. Device was cut open to perform visual inspection and found dried insulin in the motor slide and moisture damage on electric board, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay peeling, overlay scratched, minor scratched lcd window. Missing/damaged retainer ring confirmed. P-cap unable to lock into reservoir compartment confirmed. Device error confirmed due to dried insulin in the motor slide and moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.